Event description:
It was reported that during equipment testing conducted prior to the start of a knee procedure, the navigation tracker would not function. Backup equipment was not available, so the procedure was cancelled and rescheduled for a later date. The pt has not yet received any anesthesia or other surgical medications. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.